Event description:
It was reported that a pump declared alarm 20 during the pumping process. There was no reported impact to the customer¿s blood glucose level. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, but they were able to successfully load a new cartridge and resume insulin therapy with assistance from technical support.